Event description:
It was reported during a routine device check that this programmer screen was unresponsive to any touch. The physician reported being able to see the threshold counting down, but was not able to adjust or end test as the screen did not respond to any touch commands. The programmer is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing; no error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. During testing, an unrelated issue was discovered; the audio test speaker microphone voltage was lower than expected. The microphone cable was replaced to resolve that issue.

Event description:
It was reported during a routine device check that this programmer screen was unresponsive to any touch. The physician reported being able to see the threshold counting down, but was not able to adjust or end test as the screen did not respond to any touch commands. The programmer is expected to be returned for analysis. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.